Event description:
A malfunction alarm was reported. The customer planned to reset the pump at a later time. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl.